Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using the coblator ii controller, the controller stopped working. This event caused a surgical delay of 30 minutes and eventually the procedure was cancelled, because there was no backup device available. There were no pt complications reported as a result of this event.